Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Tac advised adjusted it to manual to see if the brightness could be toggled. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported image was too dark during inspection for use of an olympus xenon light source. There was no patient involvement reported.